Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile inspection was performed, and a visual examination of the balloon identified no damages. No issues identified with the hypotube shaft, and no kinks or damages noted with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft and tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Leakage testing was performed using an encore inflation unit, an attempt was made to inflate the balloon when a pinhole leak was confirmed. The pinhole was located in the mid-body of the balloon. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal and mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form upon second inflation at 6 atmospheres within 10 seconds. The procedure was completed with another of the same device and there was no patient injury.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal and mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form upon second inflation at 6 atmospheres within 10 seconds. The procedure was completed with another of the same device and there was no patient injury.